Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory card. The system operates as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. There is no report of injury or death associated with the event described in this complaint.